Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated alinity I prolactin result on a patient. Results provided: on (B)(6) 2025, sid (B)(6) (62-yr old male) = >27.09, history of prolactin of 5.80 ng/ml; another laboratory chemiluminescence platform = 9.6 ng/ml, normal range male: 3.46-19.40 ng/ml, no impact to patient management was reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did not identify an increase in trends for calibrator lot 72065ud00, but a search for similar complaints for lot 72165ud00 did identify an increase in complaint activity. However, a review of tracking and trending for the alinity I prolactin assay did not identify any trends related to the complaint issue. A device history record review did not identify issues associated with the customer¿s observation. The overall performance of alinity I prolactin reagents in the field was reviewed using data from customers worldwide. The review shows that the median patient result for the master lot falls within +/-2sd of the established baseline, indicating the reagent lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin reagent lot 72165ud00 was identified.

Event description:
The customer reported a falsely elevated alinity I prolactin result on a patient. Results provided: (B)(6) 2025 sid (B)(6) (62-yr old male) = >27.09, history of prolactin of 5.80 ng/ml; another laboratory chemiluminescence platform = 9.6 ng/ml. Normal range male: 3.46-19.40 ng/ml. No impact to patient management was reported.